Event description:
Additional information was received from the patient. It was reported the patient had taken a 3 month break from using the interstim. In (B)(6) 2016, she saw her doctor and started 3 new programs. The patient had been having good result from the first "new" program. Now they were not quite as well, but suspected that switching to a different program would be helpful and they were going to try this. The ache seemed ot be the indicator that a change was necessary.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they had turned their implant off because it wasn't working after an accident. It was further stated that the patient shut off their implant in (B)(6) because they were having too much trouble with it. After a motor vehicle accident, they device made them feel so strange. It felt like they had an infection in their neck and started to spread through their head because their head was hurting so bad. It was stated that when the implant was off, their headaches would go away, but when the implant was on, they had headaches. It was noted that the patient was doing very well, but now going downhill and their bladder kidney pain was getting unmanageable. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.